Event description:
It was reported that there was a stain in the display, the device had error lec 1820, and the housing was broken. The incident was observed during a functional test in their workshop. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review, and battery loss alarm testing by running the pump for 2 minutes and alarming for 2 minutes and then confirmed that it passed; the customer problem was duplicated. The pump was found to have displayed lec 1820, and the lcd was missing segments, and the front housing containing the lcd screen needed to be replaced, as the front and rear housing was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Labels were undamaged, and there were no problems found in the event history logs. The manufacturer representative replaced the front housing containing the lcd screen and the motor sensor.